Event description:
It was reported that during a bph procedure, the fiber broke near the cap and had a decrease in fiber vaporization after 30:05 minutes and 127,980 joules of use. The case was completed with a second fiber after 154,047 joules of use. The tip of the fiber was cleaned during procedure. No patient clinical consequences were reported due to this event.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. There are cracks at the fiber/glass cap fusion zone. The glass cap exhibits devitrification at the output area, and detritus adhesion around output area. The heat shrink tubing exhibits signs of melting, and partially erased red octagonal sign and blue arrow indicator. The fiber appears blackened near and at the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. The probable cause of the failure is operational context. The cause was determined based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency. An evaluation conclusion code of cause can not be traced to this device has been assigned to this investigation.